Event description:
It was reported that the user experienced a hypoglycemic event described as ¿sugar bottomed out¿ and required assistance to take rapid-acting oral carbohydrates, with no loss of consciousness or seizure. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for assistance to administer oral glucose and no hospitalization. Investigation included attempts to obtain additional event and blood glucose details by phone. Investigation of this case revealed no device-related malfunction identified due to unavailable additional information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.